Manufacturer narrative:
The reagent lot number was 864018. The expiration date was requested, but not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable low creatinine plus ver.2 result for a patient sample tested on cobas 8000 c 701 module. The initial result of 28 mol/l. The repeat result on another c 701 module was 764 mol/l. The initial result did not fit the patient's clinical picture, which triggered the repeat test.

Manufacturer narrative:
The provided data did not indicate any hardware issues. Additionally, the gear pump pressure and rinse levels were checked and found to be as specified. A review of the alarm trace data revealed multiple alarms, including sample short, sample clot detection, abnormal aspiration error, and sample foam detection. These alarms are an indicator of poor sample quality. Further pre-analytical information was requested but not provided. A reagent issue was unlikely since qc and calibration data were inconspicuous. The investigation did not identify a product problem. Due to the limited data and information provided, the exact root cause could not be determined.